Event description:
Procedure type: cystectomy/ileal conduit. According to the reporter: at the first firing on small intestine through the ileal conduit, a handle stuck on tissue before the stapling was completed. Later the surgeon managed to return back the hand and the device was released by additional resection. After changing the device for another, the procedure was completed with no problem. Operating room time was not extended. No bleeding.

Manufacturer narrative:
(B)(4).